Event description:
It was reported that the patient experienced two infusion set adhesive issues, in which the infusion set was accidentally pulled out during use due to the tubing catching on an object or the pump falling event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.